Event description:
It was reported just before use ,the cardiosave intra-aortic balloon pump (iabp) unit had an fiberoptic failure. The fiber optic balloon was not registering when connected to the machine. There was no harm or injury reported .

Manufacturer narrative:
Due to character restrictions in block (B)(6) . A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10. Additional info: e1 (event site postal code: d04 t6f4, event site state: db). (Additional contact info: name: (B)(4) ) a getinge field service engineer went to site for inspection and found fiberoptic port to be faulty and not picking up test equipment. Fse replaced the fiber optic cable and tested. All ok now and passed. Performed all manifold test as well before returning to use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10 additional information: e1 (event site telephone: (B)(6)). A getinge field service engineer went to site for inspection and found that the fiber optic test kit would be register on the machine. Recommended replacement parts and quote will be sent. Good faith effort (gfe) was performed to get service-related details but there was no response received. The investigation shall be closed now, if any new information received the complaint will be reopened to update it. There was a patient involvement but no harm reported. H3 other text: repair service unknown